Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. At time of implant a 28mm aortic cuff was placed into a 26mm aortic cuff to treat a type I endoleak with successful outcome. Aneurysm and vessel morphology are unknown. The patient has a history of chronic obstructive pulmonary disease, hypertension, smoking and hyperlipidemia. An iliac extension cuff was implanted in 2002 due to kink in the left limb. An angiogram of 2003 showed that the main device and aortic cuff had migrated down the aorta putting the patient at risk for another type I endoleak, thus necessitating a 30mm talent cuff. The patient is not an open repair candidate due to the co-morbidities. The patient was tentatively scheduled for placement of a talent cuff in june, 2003. The patient is reported to be fine.